Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 26 mg/dl; cause was unknown. Reportedly, potential settings adjustments were being discussed with customer¿s healthcare provider (hcp). A glucagon shot was administered to treat bg level. Recommendation was made to consult with hcp regarding diabetes management. The customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.